Manufacturer narrative:
The device was not returned to olympus but was returned to a third party for evaluation, and the customer¿s reported allegation for the e315 error code message was sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up, down, right, and left directions does not meet the standard value; the angle wires were stretched; the bending section cover adhesive was detached; and on water detection sticker 1a, dots are smudged and connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling, causing the electrical components to be damaged, and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was an error code e315 (unsupported scope) message while using the colonovideoscope. The issue occurred during preparation for use and the diagnostic endoscopy was completed using a similar device. There were no delay, patient, or procedure involvement. There was no patient harm associated with the event.